Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a failed battery test alarm that keeps recurring on the insulin pump. The pump did alarm replace battery now after clearing the alarm. Customer stated that they are using energizer batteries but are now using a different brand. Customer stated that the batteries were within the expiration date and were not stored in a cold environment. Customer attempted to clean the battery cap and battery compartment with a dry cotton swab. Customer tried inserting a new battery and received a failed battery test alarm again. Customer agreed to try a brand new battery from a new pack.